Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device on-site and did not observe any malfunction; however, it was determined that the newly assigned nursing staff required training on the performance of the operational test. The necessary training was provided. Based on the information available and the testing conducted, the cause of the reported problem was use error. The operation test training was provided to the new nursing staff.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device fails the user test and does not turn off even when the selector is set to off mode. There was no patient involvement.